Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an unknown implantable pump for an unknown indication for use. It was reported that the patient's catheter volume was unknown and that had caused issues. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.